Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had multiple no delivery alarms which persisted after set changes. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the infusion sets and reservoirs would be replaced but did not return the products for analysis.